Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. Synergy ous mr 4.0 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 12th most proximal strut is lifted on one side and pulled distally. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to withdraw the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a midshaft kink 40mm distal of hypotube/midshaft bond. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. Pre-dilation was performed using a 3.0mmx20mm non-bsc balloon catheter. A 4.00mmx38mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 4.0x38mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.